Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil was protruding from the catheter's tip upon removal. A 2d 20mm x 50cm interlock coil was selected for abdominal aortic aneurysm endovascular isolation procedure. During the procedure, a non-boston scientific (bsc) microcatheter was used to deliver the coil into the right iliac artery, and the catheter was continuously flushed with pressurized heparin saline using a y valve. However, the coil became stuck in the microcatheter, and half of the coil was in the tumor body. The coil was then removed together with the microcatheter from the patient's body; however, it was noted that the coil was protruding from the catheter's tip upon removal. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. Visual and microscopic inspections were performed, and it was observed that the main coil, the introducer sheath and the pusher wire were returned. It was observed that the main coil was bent and stretched at the primary coil and arm coil section. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
It was reported that the coil was protruding from the catheter's tip upon removal. A 2d 20mm x 50cm interlock coil was selected for abdominal aortic aneurysm endovascular isolation procedure. During the procedure, a non-boston scientific (bsc) microcatheter was used to deliver the coil into the right iliac artery, and the catheter was continuously flushed with pressurized heparin saline using a y valve. However, the coil became stuck in the microcatheter, and half of the coil was in the tumor body. The coil was then removed together with the microcatheter from the patient's body; however, it was noted that the coil was protruding from the catheter's tip upon removal. The procedure was completed with another of the same device. The patient's condition following the procedure was stable.